Event description:
On (B)(6) 2014, the patient was implanted with a gore® excluder® aaa endoprosthesis featuring c3® delivery system to treat an aortic abdominal aneurysm. Following the presentation of a small blush at the location of the plc271400 implant, the contralateral leg was re-ballooned. After another angiogram, the blushing had slightly increased, suggesting a type 1b endoleak. A re-intervention was scheduled the next day based on a follow-up scan. However, roughly after an hour in recovery, the patient experienced a rapid loss of blood pressure, requiring immediate stabilisation. According to the physician, the re-intervention appeared to have been necessary due to circumferential calcification which had ruptured the left common iliac vessel during ballooning after the final run. It is unknown whether the vessel was ruptured during the initial small blush. The contralateral leg was relined with two pxc 141400 devices extending into the left external iliac. Hence, the left hypogastric artery was intentionally stented and embolized. There was no evidence of blushing after the final angiogram.